Event description:
It was reported the devices were used during a laparoscopic ventral hernia repair. It was reported the ems stapler staples wouldn't form while securing 1mm gore mesh in the ventral defect. The staples wouldn't close completely. The devices also jammed. A 2nd and 3rd device were used. There was no consequence to the patient.

Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info. Visual inspections & results: head rotates, ab,yes; nose shroud cracked/broken, ayes,bno; staples in nose, yes(2)yes(1); staples in the track, yes(12),yes(2); and trigger engaged with precock, ano,byes. Functional tests & results: cycled instrument, ab,yes. Analysis conclusion: based upon the visual inspection and inquiry info received, it was concluded that the reported "staple wouldn't form while securing 1 mm gore mesh" was due to a yielded cartridge nose weld on instrument a. No conclusion could be reached as to how the weld had yielded. Instrument b was received with a severely bent tube. The cause of the bent tube could not be determined.